Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet sleep/wake button was no longer operational, preventing them from waking the screen without placing the device on a charger. As a result, the user missed a meal announcement when away from the charger, leading to an elevated blood glucose (bg) of 280 mg/dl. A supply change was completed, and bg correction was in progress at the time of the call. Device to be replaced. No medical intervention was required.